Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she is waiting for her transmitter to arrive relative to her insulin pump. She indicated that without her transmitter. She is unable to monitor her high or low blood glucose. Customer indicated that she had a seizure but does not recall any significant events leading to the incident. Customer's blood glucose was unknown at the time of the incident. Customer declined to troubleshoot for her equipment.